Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nearly choke [choking sensation]. Brush head has fallen off [device breakage]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean had fallen off causing her to nearly choke. The case outcome was recovered. On 24-may-2016 received follow-up: the consumer reported she had used the precision clean refill for about 8 days when it came loose, and stated she had not dropped the brush. She reported she had been using oral-b electric toothbrushes for about 10 years. The case outcome remained recovered.